Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a revision surgery due to the implanted device broke. It was unknown if the revision surgery completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) ti matrixmandible 3x3h angle dcp plate 1.25mm thick this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part # 04.503.751, synthes lot # 5857093, supplier lot # n/a. Release to warehouse date: 26 aug2008. Manufactured by: elmira. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the matrixmand mini-tensionpl broad centre 2 (part# 04.503.751, lot# 5857093 qty# 1) was returned and received at us customer quality (cq). An image was also provided. Upon visual inspection of the returned device and the provided image, it is observed that the plate was broken at the inner third hole at the 3-hole end. The surface of the device shows scratches/nicks consistent with the device use and explantation which would not contribute to the complaint condition. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the relevant feature of the received device was performed at cq thickness: pass . Document/specification review: the following drawing(s) was reviewed: -tension band plates 1.0 thk. 4, 5 & 6 hole wide matrix mandible : (current and manufactured to) no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the matrixmand mini-tensionpl broad centre 2 (part# 04.503.751, lot# 5857093 qty# 1). A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported. Unk - screws: matrixmandible (part# unknown, lot# unknown, qty unknown).